Event description:
A 1.9 fr catheter was trimmed and placed in the pt's upper right extremity in 10/04. In about six weeks later an attempt was made to remove the catheter from the pt but resistance was met. Heat was applied to the extremity. The next day another attempt to remove the catheter was unsuccessful due to narrowing of the catheter. Again the next day an attempt to remove the catheter resulted in the catheter breaking. The pt was transferred to another hosp for surgical removal of the catheter. The doctor reported that the catheter appeared adhered to the vein for some length of time.